Event description:
A hospitalization for high bgs. It was stated that the customer had persistent high bgs, nausea, and vomiting four days prior. Troubleshooting was performed. Pump passed all tests, however, the time was set for am instead of pm. Assistance was giving in reprogramming the correct time.